Event description:
Mother reports that her daughter has suffered an eye infection and was given treatment. Follow up attempts have been made with the patient's mother for more information such as ecp and treatment has been made with no reply to date.

Manufacturer narrative:
This is being filed as an unconfirmed infection. Method: no examination of device was provided which could not indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.